Manufacturer narrative:
Other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), 00643169722194 ; product ID: 9735737, serial/lot #: unknown. Analysis of the 9735665 found the work order completed. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a sacroiliac and thoracolumbar procedure. It was reported that when zooming into anatomy in the software, system was displaying a low performance warning message. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No known impact on patient outcome.